Event description:
Five days following implant of a thinwalled gore-tex stretch vascular graft configured for pediatric shunt as a blalock-taussig shunt, post-operative draining increased to 150 ml per day. No leakage was noticed during graft implant. The physician attempted to arrest the leakage; however, without any success. The fluid accumulation continued and fourteen days later, the graft was removed. During exploration to remove the graft, leakage through the graft wall along the entire length of the graft was observed. A small 4 mm internal diameter section and a small 5 mm internal diameter section were implanted, replacing the excised graft. No leakage was noted. The pt was discharged from the hosp two weeks later. The pt is currently doing fine.